Event description:
The facility rep reported "will not stay charged when turned on" on a flogard pump during bio-med testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No add'l info was available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval or if add'l info becomes available.